Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens in the right eye in 2009. Pt had extremely hight iop postoperatively and the lens was too big for the pt's eye. The lens was removed two days later, and replaced with a smaller one. Further information was requested from the surgeon, but not yet forthcoming. If any add'l info is received a supplement medwatch form will be submitted.

Manufacturer narrative:
Evaluation: results: a work order search was performed and there were no similar complaint found. Conclusion: at the conclusion of the original investigation opened for issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.